Event description:
The initial reporter alleged discrepant results for the hbsag g2 elecsys cobas e 100 v2 assay on the cobas e 411 disk cu analyzer. On (B)(6) 2024, patient 1's first run yielded a borderline result of 0.990, while the second run was non-reactive (0.644). On (B)(6) 2024, patient 1's first and second runs were reactive (1.02), but the third run was non-reactive (0.659). On the same day, patient 2's first run was borderline (0.977), and the second run was non-reactive (0.533). On (B)(6) 2024, patient 1's first run was reactive (1.00), while the second run was non-reactive (0.701). On (B)(6) 2024, patient 1's first run was reactive (1.57), and the second run was also reactive (0.297). On the same day, patient 2's first run was borderline (0.958), and the second run was non-reactive (0.710). On (B)(6) 2024, patient 1's first run was reactive (1.16), while the second and third runs were non-reactive (0.556 and 0.558, respectively). The samples were collected from blood donors using bd vacutainer sst tubes. After collection, the samples were allowed to clot at room temperature for 15 minutes, centrifuged for 10 minutes at 3500 rpm, and analyzed directly from the mother tube. Prior to reruns, the samples were centrifuged again for 10 minutes at 3500 rpm.

Manufacturer narrative:
The hbsag ii reagent expiration date was not provided. The reported event occurred on a cobas e 411 disk cu analyzer with serial number (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges, and no alarms were encountered during the runs. The investigation identified that the initially reactive results were likely due to non-specific bindings, which can occur as described in the method sheet. These results may have been influenced by pre-analytical handling, including insufficient clotting time. The root cause was attributed to pre-analytical factors, specifically the clotting time of 15 minutes, which was deemed insufficient. The customer was advised to extend the clotting time to 30 minutes and to redetermine initially reactive or borderline samples in duplicate using the elecsys hbsag ii assay.